Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (b)6) 2024. The patient experienced inaccurate cgm values 4 days after the sensor was inserted in the abdomen. On (B)(6) 2024, the patient experienced a second adverse event due to high bias inaccuracy approximately 12 hours after a similar episode. Again, the patient had mental status changes, confusion, and disorientation. Emergency medical services (ems) was called around 2 am the bg was 28 mg/dl while the cgm was 98 mg/dl. The hypoglycemia was treated with oral glucose gel. Once the patient felt better, ems left around 2:30 am. At the time of the report, the patient was feeling a lot better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 2 of 2 allegations of inaccuracies. The patient reported 2 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint record (B)(4).